Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray catheter for which biosense webster¿s product analysis lab (pal) identified one electrode lifted. It was initially reported by the customer that during the procedure, signal noise was also observed on the b1-2 electrodes, raising suspicion of electrode failure, so it was excluded from the mapping spine. Upon inspection at the headquarters, there was a bent electrode on the tip of the octaray that seemed to catch on something. Then, additional information received indicated there were some electrodes at the tip of the octaray bent backwards, however, the physician did not feel any resistance while introducing or retracting the catheter from the sheath and there was no allegation of any sharp or rough edges on the bent electrodes. On 20-may-2026, the bwi pal revealed that a visual inspection of the returned device found one of the electrodes was lifted. This lifted electrode was reviewed assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the octaray nav product was returned to johnson and johnson medtech for evaluation. A visual inspection and electrical evaluation of the returned device were performed following johnson and johnson medtech procedures. Visual inspection was performed and a damage was observed in a ring. It was observed that one electrode was lifted with internal components not exposed. An electrical test was performed, and a black electrode was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrode damage issue and electrical issue reported by the customer were confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the electrode lifted could be related to excessive force or manipulation during the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. The carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)